Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2005 and right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. Legal counsel for patient alleged that patient underwent a left hip revision procedure on (B)(6) 2005 where it was noted that the acetabular cup was loose. Legal counsel further alleged that patient underwent right hip revision procedure on (B)(6) 2009 where metallosis, discolored synovial fluid and fibrous material consistent with wear debris were noted. A review of the invoice history confirmed the initial surgery dates and the right hip revision procedure; however, an invoice could not be located to confirm the left hip revision procedure on (B)(6) 2005. In addition, records indicate a revision procedure was performed on (B)(6) 2011 on an unknown side where a head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Correction: it was initially reported that the (B)(6) 2007 invoice could not be located to confirm the procedure. This report corrects the unconfirmed procedure date to (B)(6) 2005.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2005 and right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported allegations of pain, discomfort, soreness, dysfunction and loss of range of motion. Legal counsel for patient alleged that patient underwent a left hip revision procedure on (B)(6) 2005 where it was noted that the acetabular cup was loose. Legal counsel further alleged that patient underwent right hip revision procedure on (B)(6) 2009 where metallosis, discolored synovial fluid and fibrous material consistent with wear debris were noted. A review of the invoice history confirmed the initial surgery dates and the right hip revision procedure; however, an invoice could not be located to confirm the left hip revision procedure on (B)(6) 2007. His report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-04693/04695).